Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable pulse generator (ipg) exhibited set screw problems and loss of pacing. The device was not used and was replaced. No patient complications have been reported as a result of this event.